Event description:
Customer alleges the speed changes by itself and the rabbit turtle lights change. Customer also alleges the chair shuts off. (B)(4). No injury alleged.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model tdxsiv-hd, serial number/date (B)(4) is approximately 6 months old. The owner's manual part number 1154294 rev h (jun-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is (B)(6) male. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the power chair allegedly speeds up on its own. The chair allegedly hit a wall, the consumer was not injured. The dealer also alleges that the chair will shut off by itself, intermittently. Quote (B)(4) has been issued for a new joystick.